Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hysteroscopy, dilation and curettage, and an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, there was a temperature error. The surgeon continued to add fluid and the pressure continued to drop 2-3 times during the eight minutes of therapy. It was noted the pressure went from positive to negative pressure immediately and that the fluid was bloody. The surgeon did an observation by hysteroscopy and reported everything looked fine with no issues noted. Following the procedure when the catheter balloon was filled with fluid, a very small pin hole was noted in the balloon.